Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, response buttons were non-responsive. The cause of the inability to activate the device is the non-responsive response buttons. The cause of the non-responsive response buttons is a damaged cable. The root cause of the damage cable cannot be positively identified but is likely a result of severe physical abuse to the monitor as the case and cover were crushed. In addition, the monitor failed incoming testing. The cause for the test failure is detached solder pads at high voltage capacitor c21 and c22. The root cause for the detached solder pads at c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the damaged response button cable or the detached solder pads. The patient received a replacement monitor.

Event description:
A (B)(6) female patient's father contacted zoll customer support to report that the response buttons would not activate the device. The patient was issued a replacement monitor.